Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. An unspecified size nc quantum apex balloon catheter was selected for use and advanced to dilate the unspecified target lesion. However, upon introducing the device into the guiding catheter through the y adapter, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.